Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment that was treated with oral antibiotics and steroids. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to excise excess skin at the abutment site. This report is submitted (B)(6) 2020.